Manufacturer narrative:
(B)(4). This complaint was not confirmed because the sample was not returned for evaluation. The root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent. This report addresses product quantity 8 of 20.

Event description:
A baxter homecare services representative (hcsr) relayed report received from the home patient (hp) for inadequate iodine in the minicap. On (B)(6) 2011 (B)(4) spoke with the hp who stated that the sponge was white and appeared not to have any povidone iodine present. She reported no injury or medical intervention.